Event description:
It was reported that during a procedure in 2007, where cobalt bone cement was used, two (2) blue plastic pieces of debris dropped in the powder when the liquid was added. Add'l units of cement from the same lot were available to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. Review of event with engineering found debris to likely be from the blue throat tube within the liquid pouch. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.